Event description:
It was reported that the catheter was placed in 2007 to administer antibiotics and was discontinued three days later. Two days later, the pt was to have another catheter inserted and was prepped and draped for a left subclavian placement. A fluoroscopic eval showed a retained spring wire guide (swg) in the right subclavian and superior vena cava region. The procedure was discontinued, and pt was sent to interventional radiology for further treatment. The decision was made to retrieve swg via right groin area. An 18 ga. Needle was used to access right common femoral vein. A swg was placed followed by a fr. Sheath. An amplatz gooseneck snare and segura basket were used and were unsuccessful. The 6fr. Sheath was exchanged with a 7 fr. Sheath, and an ensnare device was used to successfully remove swg. Fluroscopy showed no retained pieces. No pt complications were reported. It was noted during initial placement of the catheter five days earlier that the nurse was certain that swg was removed.

Manufacturer narrative:
It is not clear if the swg is an arrow wire. A follow-up report will be filed if more info becomes available.